Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was scheduled for a reprogramming and upon meeting with the patient the rep discovered that their device was in overdischarge. They patient reported that they did not charge it because they lost ¿a lot¿ of weight and their pain had decreased. While attempting to set up an appointment to complete the jumpstart the patient opted to forego and reported that they wanted to have the battery removed because it ¿bothered them now that they lost all their weight¿. They reported that they would work with their physician to arrange an explant. A battery interrogation was attempted and a jumpstart appointment was recommended, but the patient refused. The rep stated that when they are notified of an explant they would update their registration. The issue had not been resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.